Event description:
Reported alleged the customer obtained an error message on the compact system and couldn't test on it that morning. Reporter stated that same day, the customer called when he began feeling hypoglycemic symptoms, pulled over to the side of the road, and food was taken to him. Reporter stated the customer vomited, ate the food, drank the soda, then came home were she gave him breakfast. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.